Event description:
Per the clinic, the patient developed a skin redness, inflammation and bacterial infection over the implant site. Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported) and steroids (specific type, date and duration not reported). The implanted device remains.